Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise, oversensing, pacing inhibition, inappropriate anti-tachycardia pacing (atp) and shocks, pacing impedance measurements of less than 200 ohms, and low intrinsic amplitude measurements. An insulation breach was suspected. Patient isometrics were performed which reproduced the noise. No adverse patient effects were reported. The lead remains in service.